Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Op notes were reviewed and no complications were noted. No device or photos were received; therefore the condition of the component is unknown. The components are compatible with each other. The device history records and supplier history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 00408801206, femoral stem beaded 12/14 neck taper - standard body - standard neck offset size 12 140 mm stem length, lot # 61781983 item # 00801803214, femoral head non-skirted 12/14 taper, lot # 61774854 item # 00620005422, shell porous with cluster holes 54 mm o.d., lot # 61744570. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-00728, 0002648920-2017-00020, 0002648920-2018-00704.

Event description:
It was reported through legal counsel that approximately 5 years post implantation, a patient has been indicated for a revision to the r hip due to pain and difficulty with ambulation. Patient has not had the revision surgery at this time. Attempts have been made and no further information has been provided.